Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Defective hemostatic valve. The surgery was not delayed due to the reported event. The procedure was successfully completed. Fragments were generated and were removed easily without additional intervention. No patient consequences. Additional information: nothing broke or separated, but the hemostatic valve was damaged during the insertion of the dilator. The hemostasis valve (gasket) did not break into two or more separate pieces. It is unknown if the hemostatic valve/brim cap/hub become detached from the sheath. The sheath was being used on the patient. It was not reported that air enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not much. The sheath was replaced with a new vizigo. The device evaluation was completed on 15-dec-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo sheath. To verify this, the dilator was inserted and advanced through the sheath to verify if the hemostatic valve was displaced inside the sheath, but it was not found. A device history record evaluation was performed, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath, causing the valve's dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ an internal corrective action has been opened to investigate this hemostatic valve issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Defective hemostatic valve. The surgery was not delayed due to the reported event. The procedure was successfully completed. Fragments were generated and were removed easily without additional intervention. No patient consequences. Additional information: nothing broke or separated, but the hemostatic valve was damaged during the insertion of the dilator. The hemostasis valve (gasket) did not break into two or more separate pieces. It is unknown if the hemostatic valve/brim cap/hub become detached from the sheath. The sheath was being used on the patient. It was not reported that air enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not much. The sheath was replaced with a new vizigo. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Initially in the 3500a follow-up #2 providing the device evaluation under ¿h10. Additional manufacturer narrative¿, it was stated, ¿an internal corrective action has been opened to investigate this hemostatic valve issue.¿ however, after further review on 10-feb-2022, a correction was noted as this information was added in error.